Event description:
On 3/4/2025, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt did not slide. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/12/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.